Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 1. The patient was attempting to start over with the supplies that were already connected to the hc. The patient explained that one of the bags disconnected and the hc alarmed. The patient then reconnected the bag and started the setup again. Gts explained that the patient could not use the supplies that were currently connected, and explained that a large amount of air had entered into the disposable set. The patient elected to end therapy for the night. Gts advised the patient to call their nurse within 24 hours and explain what happened. Product surveillance contacted the patient who explained he could not recall which bag disconnected nor did he notice anything unusual with the setup. The patient further explained that they did not retain the lot information. The patient advised he was able to resume therapy ok and that he notified his nurse about the error and missed therapy. The patient's nurse instructed him to perform three midday exchanges to observe if there was any cloudiness in the solution. The patient stated the solution was clear and the nurse then advised them to continue therapy on the hc. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after a supply bag fell and disconnected (which the patient then reconnected). The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Baxter has received similar reports. The root cause investigation is in progress through (B)(4).